Event description:
It was reported that following a kneeing in the chest, the pt's implantable neurostimulator felt tilted and that the poor communication icon appeared when they attempted to synchronize. The pt was also unable to adjust stimulation. Add'l info has been requested from the hcp, but was not available as of the date of this report.